Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the act button was much harder to press. The customer reported cracking on the case of the insulin pump near the battery area and cracking where they unscrews the battery. The customer stated that when they changes out the battery it takes a long time for the screen to come up. The insulin pump had unexplained non delivery alarms. No harm requiring medical intervention was reported. The device will not be returned for analysis.